Event description:
Nurse reports pump was alarming, and wouldn't flush, tried re-position, tried another spot, unsuccessful. No further information provided. Indication - chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? No is the actual device available for investigation? Yes, upon patient return did we replace device? Yes what is the outcome of the event? Resolved? Ongoing? Resolved.